Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. (Calculated from the date when the device was manufactured.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient¿s family found the patient down and unresponsive at home with the system controller sounding an unspecified alarm. Emergency medical services was called and the patient was pronounced dead in the emergency room at 0016 on (B)(6) 2017. On (B)(6) 2017, a submitted log file was reviewed by the manufacturer's technical services representative. The following events were captured in the log file: on (B)(6) 2017 at 10:16:05 pm, power was switched from battery to the mobile power unit (mpu). At 10:21:34 pm, a low power advisory alarm occurred. At 10:24:38 pm, power cable disconnect alerts occurred. At 10:25:37 pm, a driveline disconnect alert occurred, and it appeared that the driveline was not reconnected for the duration of the event log file. At 10:26:33 pm, the silence alarm button pressed was active. On (B)(6) 2017 at 1:45:26 am, the last event was recorded. No additional information was provided.

Manufacturer narrative:
The mobile power unit (mpu) was returned for evaluation. Evaluation of the retrieved and submitted log file captured that the system controller was connected to an mpu on (B)(6) 2017 at 10:16 pm. Approximately 5 minutes later the system controller alarmed with a low power advisory alarm due to the level of both power cable rsoc¿s (relative state of charge) dropping to 1.4 volts from the expected approximate 12 volts while connected to the mpu. This series of events typically indicates the power cables were incorrectly connected to the opposite connectors (black to white, white to black). The alarm did not affect the system controller's ability to support the pump at the set speed. On (B)(6) 2017 at 10:25 pm the driveline was disconnected resulting in a pump stoppage. The driveline remained disconnected through the remainder of the log file. A root cause of the driveline becoming disconnected was not determined; however, appears to be user error. The mpu was functionally tested and found to operate as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.